Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in during remote follow up with a device that was far field r-wave oversensing on the atrial lead channel. Programming changes were suggested but have not been made. Patient will return for follow-up sometime in (B)(6). Device remains implanted.